Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 458 mg/dl. Customer reported that the insulin pump alarmed sensor error. Customer mentioned that she had been hospitalized due to knee surgery. Customer stated that she was off the pump for 7 days, during that time, because she did not have a reservoir. Customer stated that her blood glucose levels at the time of hospitalization was 500+ mg/dl. Customer reported now that she is back on the insulin pump her blood glucose levels are coming down. Product is being returned and replaced.